Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the front panel display was not functioning properly. Additionally, the top cover was poor in appearance. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus high flow insufflation unit due to an unspecified issue. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the front panel display buttons were unresponsive. This report is being submitted to capture the front panel display failures discovered during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel display buttons were unresponsive due to failure of the main board. However, the definitive root cause of the main board failure could not be determined. Olympus will continue to monitor field performance for this device.